Event description:
A malfunction was reported on the pump, which displayed a malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and the issue did not recur after the reset. The customer was instructed to continue using the pump and to call back if the malfunction code reappeared.